Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived in good physical condition. Event log did not validate the complaint of " alarms system failure." The testing was completed on the device and the complaint was verified after finding the pressure switch was out of specifications, which was isolated to downstream occlusion sensor. The dso was replaced and device passed all functional and delivery testing. Unknown the root cause of event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited alarm for system failure. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.